Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 90 to 120 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 6:51 am) with results of 53 mg/dl and 50 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 9/30/2017 and open vial date is (B)(6) 2015. Recall test results and open vial date from meter memory (date/time not set correctly): adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference or user reused test strip or user's test strip had poor fill.